Event description:
The lt200s were used during an unknown procedure. The clip housing came out and apart from cartridge when this happened. The clips in housing loosened and fell out of the cartridge.